Event description:
This male peritoneal dialysis (pd) patient reported having pain and diarrhea prior to being diagnosed with peritonitis. The patient stated he was now recovered. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of abdominal and rectal pain. The patient was experiencing diarrhea prior to the ER visit. Date of onset of the diarrhea is unknown. The patient had cultures obtained at the ER. The patient was released and instructed to go to the pd clinic. The patient arrived at the pd clinic where another pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures from both the hospital and the pd clinic resulted with no growth. The patient¿s white blood cell count (wbc) was 3,756 (unknown units). The patient was not administered any antibiotics prior to any cultures being obtained. The cause of the peritonitis was not confirmed. The pdrn reported that the patient contact sets up the pd treatments and is pristine with aseptic technique. A follow-up culture resulted negative, and the wbc count was 2. The patient¿s peritonitis was classified as resolved.